Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump middle button works intermittently and unresponsive. Customer also reported that the insulin pump was dropped that could have led to keypad anomaly. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump was received with blank solid white display with vertical black lines across the display due to cracked lcd glass. Unable to verify unresponsive buttons and sensor anomaly due to display anomaly. During visual inspection found flattened dome buttons on the select and menu buttons. Insulin pump was received with scratched case, pillowing keypad overlay, broken belt clip rails, and minor scratched lcd window.